Manufacturer narrative:
Patient has a broken rod at l3-l4 (site of pso) on right side. Patient said she bent down to pull up her pants and felt s snap. Intervention to prevent permanent impairment or damage was planed for (B)(6). (B)(4). Exemption number e2017030.

Event description:
Patient has a broken rod at l3-l4 (site of pso) on right side. Patient said she bent down to pull up her pants and felt s snap. Intervention to prevent permanent impairment or damage was planned for (B)(6).